Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer's blood glucose was 464 mg/dl due to infusion set issues. One infusion set cannula appeared to be pulled back, and a second infusion set came apart while trying to remove the paper backing off of the adhesion. The patient treated his blood glucose via manual insulin injection. The patient was able to successfully install a third infusion set. Troubleshooting was declined for the high blood glucose. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).